Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image in the subject device was shaking, blurry and had stripes in it. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged a definitive root cause could not be identified. The most probable cause of the complaint is d15, which is ¿cause not established.¿ olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information from the customer: the issue was identified during an unknown laparoscopy procedure. The procedure was completed.